Event description:
It was reported that the left ventricular lead had high thresholds. The left ventricular lead was explanted and replaced. The replacement left ventricular lead was attempted but removed as the physician was concerned about the integrity of the lead during a complicated positioning. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; the full lead was returned for analysis. Further testing revealed blood/body fluid on the distal conductor (not obstructed), the outer insulation had cosmetic environmental stress cracking, and the outer insulation had a cosmetic depression. (B)(4) no anomalies were found; the full lead was returned for analysis. Further testing revealed that the distal conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), the outer insulation was breached cut, and there was apparent explant damage.